Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the clinical study site that the patient came to the emergency department (ed) on the night of (B)(6) 2017 after checking their international normalized ration (inr) at home which was 1.7. Patient called heart failure coordinator who told ask them to come to the clinic tomorrow, but the patient wanted to come to the emergency department for evaluation. Patient denied any other symptoms. Patient was admitted for bridging and started on heparin drip (gtt) on admission. Patient was discharged to home on (B)(6) 2017, on warfarin 6mg monday/tuesday/friday (mwf) and 5mg on tuesday/thursday/saturday/sunday (ttss) and inr to be checked on (B)(6). Patient inr was therapeutic at 2.4 on (B)(6) 2017, during an outpatient follow up and the issue was stated to have been resolved. No further patient complications have been reported as a result of this event.

Event description:
The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.